Manufacturer narrative:
Visual inspection, complaint history review, mfg records review, fmea review, risk assessment. Results - visual inspection upon return confirms the reported failure. Complaint history review - since (B)(6) 2008 to (B)(6) 2011, there were 39 pers (58 implants) with polyaxial screw tulip disengagement. Mfg records - no non-conformities are associated with this event. Fmea review - expected rate of occurrence is 1 per 600 screws. This product is still within this occurrence rate. Risk assessment - this event took place during a demo meeting - no risk to pt involved. Conclusion - the principal cause of the reported event is related to user technique and not to mfg or metallurgic problem. No corrective action is necessary.

Event description:
Our sales rep, carsten graevendiek reports that at the kickoff meeting spine 2011, during a product demonstration of the reposition procedure with polyaxial screws sich head loosened from the screw. In a second try, the same happened and the screws were taken along from dunjy frey.